Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. (B)(4).

Event description:
An ophthalmologist reported that at the end of a cataract removal with intraocular lens (iol) implant procedure, there was a sudden and unexpected breaking of the posterior capsule with prolapse of vitreous into the anterior chamber. The iol that had just been implanted was subsequently removed, and a three-piece iol was implanted in the sulcus following anterior vitrectomy. The cataract procedure manager later indicated that the breaking of the eye capsule was not related to the iol. Additional information has been requested.

Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as the cataract procedure manager reported "the breaking of eye capsule is not related to iol". Based on this information, the device did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).